Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple days prior to contacting lfs. The patient manages her diabetes with humalog insulin, novolog insulin and lantus insulin. About 4-5 hours after the start of the alleged issue, the patient claimed she had symptoms of thirsty and cottonmouth. The patient reportedly increased her usual dose of insulin (amount not specified). At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.